Event description:
It was reported that the procedure was to treat a distal right coronary artery. After placement of the study stent a dissection occurred and a bailout 2.5 x 12 mm promus was placed in the posterior lateral (pl) branch and the origin of the pl branch was compromised. An attempt was made to cross with a non-abbott guide wire and a whisper guide wire; however, the guide wires could not cross the vessel. Both wires were replaced with a non-abbott guide wire and the pl branch was treated with balloon dilatation. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of occlusion is listed in the promus everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.